Event description:
Description of the event or problem on the user facility report is missing the cont page. Event as reported to medtronic sales rep as follows: health care professional reported that following implant of the valve, using full root technique, one leaflet was not functioning. The valve was then abandoned and another valve was implanted. This was the surgeon's second implant and he used interrupted sutures for the inflow anastomosis. He felt confident that he did not suture into a cusp.